Event description:
It was reported via repair work order that the auxiliary power cord was missing the ground prong. It was also reported that the head end lift was stuck in an elevated position due to a damaged lift coupler and also head end lift was experiencing unintended motion due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.